Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a moderately calcified lesion (70 percent stenosis degree) in a mildly tortuous part of the distal sfa. Despite pre-dilatation, the lesion could not be crossed with the device.

Manufacturer narrative:
The returned device was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is still fully crimped under the retractable outer shaft. In the as-returned state the red safety tab at the handle was still in the handle and was not removed, causing the issues in releasing the stent. Inspection of the device revealed multiple severe kinks in the device shaft over its entire length, and at the kink protector. It remains unclear, if these kinks were caused during the procedure or during the return shipment process. During the technical investigation the safety tab was removed, and the release mechanism was functional, the stent could be fully released by pressing the trigger. Review of the production documentation for the product detailed above confirmed that the product was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the procedure (i.e., not removing the safety tab from the handle).